Manufacturer narrative:
MDR 9618003-2020-00800 / device 5 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected the wafers and found a total of 10 wafers from one market unit that had an off-centered starter hole. The end user had used 10 affected wafers. She had no issue with the product whatsoever. Her usual wear time was 3-7 days. No photo is available at this time.